Event description:
Customer reported that she experienced low blood glucose. Customer stated that the sensor glucose was reading between 200 and 300 mg/dl and customer was unable to check her blood glucose at that time and corrected based on that. When customer was able to check, her blood glucose was 50 mg/dl. Customer stated that the low blood glucose was due to over delivery of insulin. Customer did not receive any error alarms related to the sensor. Customer also stated that sometimes the insulin pump has a blank display and sometimes gets weak battery alert. Device has been dropped in the passed but does not show signs of physical damage and it passed the self test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-47542 regarding the insulin pump.